Event description:
It was reported that during central processing, the permanent cautery spatula instrument was missing a piece at the distal end. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument damage was discovered during cleaning and sterilization; it is unknown whether the damage was present immediately after surgery, as this was not confirmed. No abnormalities were noticed during the previous surgery, and there was no indication that the instrument broke outside the patient's body. Additionally, there were no reports of fragments falling into the patient during use, and the situation of fragment retrieval is not applicable. The patient has not returned to the hospital due to any post-surgical complications related to retained foreign material

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Image review: review of the provided image is consistent with the reported complaint of a missing piece at the distal end. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken proximal clevis at the ear of the clevis. The broken piece was not returned, measuring roughly 1.50mm x 0.35mm x in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.